Manufacturer narrative:
The referenced previously reported issue with the percutaneous lead requiring use of an ungrounded power module patient cable was reported under medwatch MFR report # 2916596-2015-01602. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 3 months. Multiple low speed events and pump stoppages were confirmed through the evaluation of the submitted system controller log file. Review of the log file showed that several low speed events and pump stoppages were captured, which were associated with scattered low speed advisory/hazard and low flow hazard alarms as well as driveline disconnected alarms. Based on previous complaint experience, the atypical events appear consistent with potential percutaneous lead wire damage. The captured low speed events and pump stoppages appeared to occur while the system controller was operating on batteries, suggesting damage to at least two wires from different phases of the three-phase motor. The patient remains ongoing with lvad support with the ungrounded power module patient cable and no additional events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that a system controller log file analysis by the manufacturer's technical services representative revealed multiple pump stops and low speed operation alarms that occurred while the system controller was connected to battery power. A no external power alarm was also noted. The alarm resolved when the patient connected to a viable power source. No patient symptoms were reported. A submitted x-ray was unremarkable. The patient had previously reported experiences with pump stoppages in (B)(6) 2015 in which a distal end percutaneous lead replacement was performed; however, the patient experienced additional pump stoppages on the power module in (B)(6) 2015 and remained supported by an ungrounded power module patient cable. It was reported that another percutaneous lead repair is not an option due to the location and timing of the last repair. It was reported that due to the patient's age and non-compliance, a pump exchange will most likely not be performed, and the patient will remain supported by the ungrounded power module patient cable. No further information was provided.